Event description:
Hyalgan - second injection (B) (6) 2009 migrated from knee joint to within tissue of lower leg--creating great pain, swelling and discomfort. Medical doctor who did injections ((B) (6), md, (B) (6)) stated he "blew out the synovial of the knee joint" during second injection. I believe there should be a control established over this drug so that only orthopedic specialists can administer it to the public. To the MFR in (B) (4) and their distributor, I have written to both twice. Only received a questionaire in response. I have no allergies, not pregnant, never smoked or drank. Dose or amount: 2 ml injection, frequency: twice, route: other. Dates of use: (B) (6) 2009. Diagnosis or reason for use: pain in right knee. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction: yes.